Manufacturer narrative:
Other # field is populated with the di number. Additional suspect medical device component involved in the event: model #: sc-1132 serial #: (B)(4) description: precision spectra implantable pulse generator

Event description:
A report was received that the patient's ipg moved laterally relative to the original placement and was causing discomfort. The patient underwent a revision procedure wherein the ipg was moved back into place. The patient was reportedly doing well post operatively.